Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported visa phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 450 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via insulin pump. Customer experienced fatigue, difficulty focusing and nausea. Customer was unable to complete the high pressure test as a result of being at work. Customer was advised to change out their set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer advised they would call back to complete the troubleshooting process along with the high pressure test.